Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 400 mg/dl. The product will return for the analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. The insulin pump had cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.